Event description:
Customer called to report taking a reading and taking insulin based on the reading. Later lost consciousness and was found by husband having a grand mal seizure. After regaining concsiousness, was taken to the ER for treatment.